Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. The serial number of the ventilator was not provided therefore the device manufacture date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of maintenance, a ht70 ventilator generated an abnormal noise from the mixer when the setting was over 40%. The ventilator was not in use on a patient at the time of the reported event. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
Device evaluation summary: the device was returned for failure investigation. This complaint could not be verified as the device did not generate any abnormal noises during this investigation. The oxygen percent (%) was measured against a calibrated oxygen % sensor, the device functioned properly, falling within proper tolerances. No physical anomalies were witnessed. The air/oxygen mixer received was connected to a test ht70 ventilator and the other end connected to a regulated pressurized oxygen inlet set to 50psi. The output of the ht70 was connected to an oxygen % sensor. The air/oxygen mixer received was set to 21%. The oxygen % sensor displayed that it had an output of 21.5%, falling within proper to lerances. This was then repeated at settings of 30%, 50%, 80%, and 100% oxygen. The oxygen % sensor displayed 34.8%, 55.7%, 85.9%, 99.5% respectively. The device did not produce any abnormal noises at any of the settings. The device functioned properly during this investigation, the customers complaint could not be replicated. If information is provided in the future, a supplemental report will be issued.